Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received and reported that the iol (intra ocular lens) was exchanged for the same lens model but one diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the lens was implanted but turned out to be the incorrect lens power for the patient, the measurements were off causing a refractive miss. The lens was exchanged for another lens model 08 days following the initial procedure. Additional information has been requested.